Event description:
The customer contact reported a tubing separation; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified concentration of heparin. After an unspecified length of time in use, the tubing separated from the upper clave y-site. An unspecified volume of medication and blood leaked onto the floor. It was reported that following an activated clotting time (act), the patient "had not received a therapeutic amount of heparin" and an additional unspecified volume of heparin was administered to the patient. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.